Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc connected remotely and reviewed the instrument files. The instrument data showed weak sample mix and the customer reported that quality control result was low. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed service method testing and found that the over mix for sample arm 1 (s1) probe failed. The cse replaced the printed circuit assembly (pca) board for s1 multiple times, due to the s1 mixer test failing. The cse replaced the sample arm and verified proper functioning of the instrument and quality control. The cause of the discordant, falsely low co2 result is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence(s) due to the discordant, falsely low co2 result.